Event description:
It was reported that: "customer states that the connector of the ett came undone while the suction catheter set was connected. When you twist the connector, it comes undone. Especially when the ett is warm and has flow going through. They have used this et tube and suction catheter for a while, and this is a recent new issue. They have tried taping the tube and cutting the tube and trying a new connector. The patient was reported as ok post the procedure."

Manufacturer narrative:
(B)(4). Full UDI not available as the lot# was not provided by the customer. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.